Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported their device had been removed due to infection. They reported there was bleeding and it was sore at the ins site and they had to take it out because it had become infected. No further complications were reported or anticipated.

Manufacturer narrative:
Patient outcome updated to exclude 'other-infection' as intervention required is more applicable. If information is provided in the future, a supplemental report will be issued.